Event description:
Lipid syringe/ tubing noted to be leaking at connection site between syringe and extension tubing. Tubing to be changed immediately and tubing saved. Lot number # unknown. [Redacted date] emailed baxter rep [redacted name]. Mailed on ups tracking# [redacted number]. Manufacturer response for lipid tubing, (brand not provided) (per site reporter) [redacted date] [redacted name] emailed. Mailed on ups tracking# [redacted number].